Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level dropped to 37 mg/dl. He ate pie to treat his low blood glucose level. The insulin pump alarmed no delivery. Customer's blood glucose level went up to 447 mg/dl. He treated his high blood glucose level with the insulin pump and injection. When the customer performed a fill cannula, all the insulin infused into his body. The reservoir was hard to turn. The customer was unable to get past the rewind/prime. The customer was advised that the device would be replaced and agreed to return the product for analysis.